Event description:
It was reported that during a routine checkup, the cs300 intra-aortic balloon pump (iabp) unit not switching on while on battery. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b3, b4, e1(initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: d1, d4, e1. A getinge fse evaluated the unit and found that total battery voltage was 15vdc which is not in range. The batteries were found to be defective and need to be replaced. To fix the issue, the fse replaced the batteries. The fse then performed all functional and safety tests to factory specifications. The unit passed all tests performed and was returned to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit not switching on while on battery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.